Event description:
During a coronaru artery drug eluting stenting treatment procedure there was stent damage. The physician was placing a 3.0x16mm taxus express2 drug leuting stent into the right coronary artery (rca) but was unable to cross the lesion. Upon removal of the stent, strut damage was noticed. The procedure was completed with another taxus express2 of the same size. There were no pt complications and the pt is stated to be in satisfied/good condition.